Event description:
Surgeon reported poly insert dislocation for pt with a total knee implant. Revision surgery occurred to exchange poly inserts.

Manufacturer narrative:
Review of the device history record indicates that the device was mfg to specification.